Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
Info was received that reported a pt was hospitalized in 2007 due to an incident of hyperglycemia. It was reported that the pt's blood glucose before being admitted was 500mg/dl. It was reported that the device has physical damage which may have interfered with it's ability to operate. It also was noted that the device did give multiple alerts. The device will be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.